Event description:
A surgeon reported that an intraocular lens (iol) was scratched. There was no patient contact.

Manufacturer narrative:
The product was returned and evaluated. A scratch was observed, however, using magnification of 16x as stipulated in the final release inspection procedure, the scratch was found to be within acceptable release parameters and did not meet either the size or position reject conditions. There have been no other complaints reported in the lot number.